Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer's blood glucose level was 483 mg/dl. Customer also stated that the insulin pump got a blank display. Troubleshooting was performed for blank display and customer is not calling back after receiving a new battery cap. The insulin pump will return for the analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly. Device received with broken battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.